Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during a procedure, the spring wire guide (swg) unraveled. Three swg's were used for this pt. Additional info received on (B)(6) 2011 stated that the swg "kinked" three separate times while trying to insert in this (B)(6) male pt. The insertion site is unk. It is noted that the surgery was able to be completed and that there were no pt complications to report. The picture provided with the complaint showed the swg had unraveled however, they say "kinked." Reference MDR #9680794-2011-00017 for the first event and MDR #9680794-2011-00019 for the third event involving the same pt.